Event description:
The facility reported an infusion pump with failure code 804:34. Information was not provided regarding whether or not this event occurred during patient use. According to the hospital representatives, there was no patient injury or medical intervention reported. No additional information or contact was provided.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03, 2007. Evaluation summary:evaluation was performed and the reported condition was confirmed. Inspection of the pump revealed defective user interface module printer circuit board (uim pcb) caused failure code 804:34. Returned unrepaired per customer request. Upgrades to device were installed per applicable documentation. However, unable to verify functionality of upgrades/testing of device due to customer refusal to repair. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.